Event description:
It was reported that a pump will power on and off without user input. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated the baxter. The eval confirmed that when powered on, the pump will immediately (within approx 1 second) lose power and then power on without user input and power off without user input. Further eval determined that this was caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.